Manufacturer narrative:
(B)(4). Medications: simvastatin, losartan. (B)(4).

Event description:
On (B)(6) 2012, the patient underwent treatment of an abdominal aortic aneurysm whereby gore® excluder® aaa endoprostheses were implanted. On an unknown date, imaging identified a proximal type I endoleak on the trunk-ipsilateral leg component. It was reported aneurysm growth of 3 mm was identified. Additional information regarding the cause of the endoleak was not available. On (B)(6) 2017, the patient underwent repair of the endoleak whereby an aortic extender component was implanted extending proximally from the trunk. Final imaging reportedly identified the endoleak resolved. The patient tolerated the procedure with no further adverse events.